Event description:
It was reported that the customer had screen damage on the insulin pump. Customer stated that there were black smudge marks where pixels are burnt out. Customer stated that she cannot see how much active insulin is left due to lcd smudge. It was also reported that the battery indicator was not working properly. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.